Event description:
The patient's husband reported to stryker (B)(4) qa/ra that in 2011 when living in (B)(6), his wife fractured her femur. His wife had an omni fit hip stem implanted. He reported that his wife suffers from osteoporosis. He reported that the procedure went well. 4-6 months after the procedure, his wife started getting intermittent pain on her greater trochanter and pain down her thigh, on the side where she had the implant. He reported that his wife had pain getting out of bed. He reported that she underwent physio but it made no difference. In (B)(6) 2013 his wife had a revision procedure at (B)(6) hospital. He reported that after the revision, his wife was fine and the pain went away. She is no longer on analgesics. He reported that the post op x-rays from the us following initial implantation showed no issue. However, the (B)(6) surgeon believes the potential cause could be due to a small degree of movement.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown omni fit hip stem. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.